Event description:
The user facility reported patient had a cp pump placed for possible right and left sided support. The team had to place perfusion to the cp accessed limb, the delivery of the perfusion was difficult and the team had to enlist multiple myelodysplastic syndromes and vascular. The limb was perfused and the pump remains on for support despite the harm while neurological status and possible escalation to the 5.5 pump is discussed.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. The IFU states: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿